Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing broke at an unspecified location during an infusion of normal saline.

Event description:
The customer reported that the tubing broke at an unspecified location during an infusion of nacl 0.9% kcl 20meq. The user stated that the set was in use for 3 days when the event occurred. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing broke was confirmed. Visual inspection of the set showed that the vinyl tubing was completely torn from the distal smartsite inlet port. There were no other anomalies observed. Functional testing was deemed unnecessary due to the damage. Fluid was leaking from the separation. The root cause of the torn/ruptured tubing was not identified.

Event description:
The customer reported that the tubing broke at an unspecified location during an infusion of nacl 0.9% kcl 20meq.. The user stated that the set was in use for 3 days when the event occurred. There was no report of patient harm.